Event description:
It was reported that the superion implant migrated. Imaging was taken that confirmed the superion implant migrated. The patient underwent a revision procedure in which the superion implant was explanted and another implanted.

Manufacturer narrative:
Block h6 patient code: 3191: no code available, is used as there is no adequate FDA code to describe a surgery. The returned implant was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore, this investigation is assigned a probable cause of no problem detected.

Event description:
It was reported that the superion implant migrated. Imaging confirmed the superion implant migrated dorsal and inferior counter clockwise. The patient lost pain relief in the back and legs, the pre existing pain, due to the migration of the device. The patient underwent a revision procedure in which the superion implant was explanted, and another implanted.